Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump communicated properly with the glucose sensor simulator and blood glucose test meter. The blood glucose unit values were properly transferred to the insulin pump and properly recorded. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer was hospitalized for high blood glucose levels. Blood glucose at the time of hospitalization was 443 mg/dl. Customer was wearing the pump at the time of hospitalization. Nothing further was reported.